Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed foreign material in the nozzle and distal end cover could not be determined, however, the foreign material possibly remained in the device due to the observed device physical damage. The issue may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the nozzle, and on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation also found tip air supply/low, tip nozzle water drainage failure. Insertion section: forceps channel air leak. Insertion section: insufficient curved tube angle. Operation part angle play. Insertion part curved rubber adhesive part cracked. Operation unit discoloration, tip cover crushed (dented). Insertion part soft tube scratched. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair, the customer did not know what the foreign material on the distal end or nozzle may have been. There was no delay in the start of pre cleaning, it was unknown if there were any abnormalities in the accessories used for reprocessing, the customer wiped / brushed the distal end with clean lint-free cloths / brushes / sponges, and there were no concerns about the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.